Event description:
It was reported to philips that the device has a charge button issue upon arrival. There was no patient involvement.

Event description:
It was reported to philips that the device has a charge button issue upon arrival. Defoa. There was no patient involvement.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.